Event description:
A report was received that the patient was having difficulty charging the ipg. It was noted that the ipg was too deep or flipped. The patient will undergo a revision procedure wherein the ipg will be replaced and relocated. No device malfunction was suspected.

Manufacturer narrative:
Additional information was received that the patient underwent a pocket revision procedure. The physician opted not to replace the ipg. The patient was doing well postoperatively.

Event description:
A report was received that the patient was having difficulty charging the ipg. It was noted that the ipg was too deep or flipped. The patient will undergo a revision procedure wherein the ipg will be replaced and relocated. No device malfunction was suspected.